Event description:
Reporter alleged the active system generated a result of lo prior to the test strip being dosed with blood or control solution. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.